Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed (B)(6) results while using the architect anti-hbs reagents. The following data was provided for the same patient. (B)(6). Other methods were provided: ((B)(6), no repeat values or confirmation test results provided). (B)(6). The patient is undergoing dialysis, and the doctor believes the (B)(6) results are correct. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. No complaint lot number was known. Review of median patient results for reagent lots in the field in the last 12 months showed comparable reagent lot to lot performance. No unusual performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.